Manufacturer narrative:
The reported event of back up mode was confirmed but could not be replicated. Device was received with battery voltage in normal range and was unable to be interrogated. Analysis of the device image could not be done due to corruption. After reloading the original firmware, electrical and mechanical tests indicated normal device functionality. There were no device anomalies found that would have contributed to the issues reported from the field. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received notes that the pacemaker (pm) was explanted and replaced. Patient condition was stable pre, during and post procedure.

Event description:
It was reported that the patient presented in clinic due to a connection issue between merlin at home monitor and the pacemaker (pm). Upon interrogation, it was found that the pm was in backup mode due to event queue overflow. No intervention was performed. Patient condition was stable.